Manufacturer narrative:
The referenced of the patient's ongoing infection was reported under MFR # 2916596-2021-03529. Manufactures investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke, reported infection and subsequent patient outcome could not be determined through this evaluation. Infection, stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient was admitted to the emergency room (ER) with altered mental status and possible seizure like activity and dehiscence of sternal wound. The patient had an ongoing sternal infection status post pump exchange with a supratherapeutic international normalized ratio (inr). The patient has been noncompliance with anticoagulation, substance abuse and hemorrhagic stroke confirmed. The patient¿s family decided to withdrawal support on (B)(6) 2021 status post stroke and ongoing infection. The patient expired. No additional information provided.